Event description:
The customer reported that their autopulse platform (sn 32952) occasionally does not power up with known/good autopulse li-ion batteries during the shift check. The batteries functioned as intended on other autopulse platforms. The customer has decided to remove this autopulse platform out of service. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn 32952) associated with this complaint will not be returned to zoll for evaluation because the customer has declined the service repair quote and decided to remove the autopulse platform from the service. If the customer has decided to send the device in for evaluation, a follow-up report will be submitted when the product is returned and the investigation has been completed.